Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call of high blood glucose of 600mg/dl. The customer indicated that they accidentally suspended the pump the night before and are unsure of the bolus settings. Customer indicated that their doctor has not been contacted and their blood glucose value was 50 mg/dl at the time of the call. Troubleshooting found that the bolus settings were accurate. Customer indicated that they will contact their diabetes trainer for additional training. Customer also indicated that their low blood glucose was due to trying to get their high blood glucose down. Customer declined to further troubleshoot for their blood glucose. Customer was advised to monitor the pump and call back if further issues.